Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited oversensed noise and increased threshold measurements. The noise could be reproduced. Boston scientific technical services (ts) noted that the noise appears to be non-physiological in nature and suspects that the lead might be losing its integrity. Prior to surgical intervention an x-ray revealed that the lead had dislodged. Intervention was performed and the lead was repositioned and remains in service. No adverse patient effects were reported.